Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), device breakage ('essure on left was removed in pieces ') and embedded device ('essure on left was embeded in endometrium/right coil embedded in uterus') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("foreign body in her pelvis/essure on left was embeded in endometrium/right coil embedded in uterus"), pelvic pain ("left side pain"), pelvic discomfort ("she has minimal discomfort") and dyspareunia ("right sided abdominal pain during intercourse"). The patient was treated with surgery (hysterectomy and oopherectomy, hysterctomy and oopherectomy and hysterectomy and oopherectomy). Essure was removed. At the time of the report, the abdominal pain lower, device breakage, embedded device, device expulsion, pelvic discomfort and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, device breakage, device expulsion, dyspareunia, embedded device, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc(product technical complaints) on 15-jul-2020: fu 2 & 3 proceeded together. Med watch received: pelvic discomfort, dyspareunia was added as a event. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain'), device breakage ('found to have a foreign body in her pelvis/coil in the right') and device expulsion ('embedded in endometrium') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and abdominal pain ("left side pain"). The patient was treated with surgery (hysterectomy and oophorectomy, hysterectomy and oophorectomy and hysterectomy and oophorectomy). Essure was removed. At the time of the report, the abdominal pain lower, device breakage and device expulsion outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage and device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.